Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 952 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and head/brain injury. It was reported, the patient was having difficulty with too much relief of spasticity in his upper body and not enough relief in the lower extremities. The patient also had a ventriculoperitoneal (vp) shunt. Multiple dose changes occurred without balance of symptoms and with little relief of spasticity in his lower extremities. A catheter revision was performed in which the catheter tip was pulled down from t5 to t11. There was no explant that occurred. The hcp did not want to remove the existing anchor and reanchor. The catheter was looped and secured to fascia with a suture. The patient status at the time of this report was alive - no injury. No further information was provided. If additional information was received, a follow-up report will be sent.